Event description:
It was reported that during priming with a prismaflex m100 set, an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the provided video confirmed the presence of a leak at the level of the dialysate port. Visual inspection of the provided pictures show that the dialysate port is cracked at the level of the dialysate port. This crack is the root cause of the leak. The reported condition was verified. The most probable cause of the crack is due to shock that occurred during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.